Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 23mm aortic valve was attempted to implant through a minimally invasive approach. Due to difficult patient anatomy the 23mm did not fit and was removed. The physician performed a full sternotomy and implanted a 21mm valve of the same model. The patient was placed on extracorporeal membrane oxygenation (ECMO) support post implant and no additional adverse patient effects were reported.